Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and postl aminectomy pain. It was reported that patient said whole system was removed as the leads broke.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# j0357392v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 15-dec-2007, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# j0357392v implanted: (B)(6) 2004 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported their right side leg went paralyzed and they could not walk or use it at all. Their foot was like that also. Patient stated there were no circumstances for some reason and it just happened. An MRI was done and there was no troubleshooting to be done. Patient stated they did not know why the lead broke and they just broke when they pulled them out. Issue has been resolved. Patient had to have major back surgery; which they pulled the wires out that took 4-5 hours.

Event description:
Additional information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and postlaminectomy pain. It was reported that the implantable neurostimulator was removed sometime late spring of 2017. Pt experienced right leg going paralyzed, and pt could not walk, or use right leg at all. This led to the ins getting explanted. There were no additional troubleshooting steps performed. Pt is not sure why the leads were broken. This issue has been resolved, the hcp did the surgery to take everything, along with the leads out.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# j0357392v implanted: on (B)(6) 2004 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3998 lot# j0357392v implanted: (B)(6) 2004 product type lead additional codes for ambulatory difficulty and paralysis added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.